Manufacturer narrative:
Adverse event and product problem.

Event description:
It was reported that the device was disconnected at patient end at the white luer connection; the tubing came out leaving the connector still in central line, leaving the line exposed. It was reported that medical intervention was required - PICC removal, administration to ward, blood culture required, and PICC insertion.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) could not be performed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.